Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated that she was on a plane and her husband noticed that she was sweating. The cgm was in sensor error; they checked a blood glucose and it was 36 mg/dl. She tried to raise her level back up by taking beverages (sprite and juice) but passed out. Her daughter then administered nasal glucose. Moments later the patient woke up and was okay. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.